Event description:
On (B)(6) 2024, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, during a home visit, the visiting nurse reported that the peg tube was possibly buried because it cannot be mobilized. The treating physician was informed. The peg stoma site check was not remarkable. On (B)(6) 2025, the peg and intestinal tubes were removed due to the peg tube burial endoscopically by the surgeon and gastroenterologist. A new gastrostomy was created because due to the buried bumper, the stoma site was infected and had pus discharge. Care and gauze change instructions were given and the peg tube will be mobilized after 72 hours by medical instructions. The patient stayed in the hospital overnight and planned to be discharged the following morning after the 1st change if everything was fine. On (B)(6) 2025, the nurse visited the hospital for training in gauze changes and stoma site care. The gauze was changed in the incision of the previous stoma site and it was cared, and training in peg tube mobilization was given, which mobilization will be done on monday by medical order.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of buried bumper syndrome. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.